Event description:
It was reported that the patient had experienced an increase in depressive symptoms and believed that their vns generator was no longer functioning. Multiple attempts were made to obtain additional information; however, no further relevant information has been received to date.